Event description:
It was reported via repair work order that the motion interrupt pan was damaged with exposed sharp edges and possible fluid intrusion exist. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.